Event description:
It was reported that pen ndl 32g 4mm pro experienced 2 cases of being unable to deliver insulin/medicaiton, and 1 case of the cannula breaking off or pulling out. The following information was provided by the initial reporter: initially, the customer reported that the needle npe was plastic-coated and it could be attached to the pen but drug didn't come out. When the sales rep. Checked the complaint product with the customer, both sides couldn't confirm the fm and discovered instead that the needle npe was broken. Without discovering the fm, the customer admitted that the initial report about plastic coating was incorrect. Eventually, the correct complaint statement is a needle npe broken and clog.

Manufacturer narrative:
H.6. Investigation: one open 32g x 4mm pen needle sample and two photos were returned from lot. No. 0203825, cat. No.320559. Visual examination was carried out on the returned sample and photos and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. See h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm pro experienced 2 cases of being unable to deliver insulin/medication, and 1 case of the cannula breaking off or pulling out. The following information was provided by the initial reporter: initially, the customer reported that the needle npe was plastic-coated and it could be attached to the pen but drug didn't come out. When the sales rep. Checked the complaint product with the customer, both sides couldn't confirm the fm and discovered instead that the needle npe was broken. Without discovering the fm, the customer admitted that the initial report about plastic coating was incorrect. Eventually, the correct complaint statement is a needle npe broken and clog.